Event description:
Information was received from a healthcare facility via a medtronic representative regarding an endoscope inspected during servicing. It was reported that during the incoming inspection, the outer tube was damaged and a foreign object material was visible when the focus was shifted. The endoscope looked clear to some extent in the operative field, but when it was removed from the operating and the image was viewed, the image was rough and it seemed that there were black lines. There was no patient involved in the event. No further complications were reported/ anticipated.

Manufacturer narrative:
H3: product analysis of product:9560100, lotno:1304907r - during the incoming inspection, it was confirmed that the outer tube was damaged, and that a foreign objects were reflected when the focus was shifted. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.